Manufacturer narrative:
Bubbles released from vitrectome during surgery would lead to patient harm, hence reportable. (B)(4). All available information has been provided. This complaint has now been closed.

Event description:
Our customer discovered bubbles when using 8268.vit23. Incident occurred in (B)(6).